Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ catheter leaked, had blood exposure, safety mechanism failure, and package seal was open. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via post market survey response that there were occurrences of infiltration / extravasation (61), leakage at the luer connection (3), leakage at the insertion site (21), blood stream infections (e.g. Blood stream bacteremia, sepsis) (28), localised IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (43), hematoma (69), clinician exposure to blood (20), needlestick injury - before use on patient (1), needlestick injury. After use on patient (3), safety mechanism did not cover needle / stylet (6), safety mechanism did not activate (9), damage to cannula tubing leading to cannula break off / fragmentation (1), no / reduced flow of IV fluid (19), and package seal open before use (6).